Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a leaking display. No additional patient or event information is available. No product was provided for evaluation. The complaint confirmation of a leaking display could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected, there was moisture damage on the j3 connector pins. The receiver failed to charge and reboot. The receiver case was opened, the internal inspection failed due to moisture damage on the main circuit board. The receiver log download and functional testing were unable to be performed due to the receiver not booting up or communicating. Confirmation of the reported event of a leaking display could not be determined. The root cause could not be determined.